Event description:
It was reported that the ventilator generated a technical error code indicating turbine module under-voltage and power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating turbine module under-voltage and power error. The evaluation of the provided logs confirms the reported errors. Our field service engineer investigated the ventilator on site. The turbine module was found to be the cause of the failure and a request for replacement was required. No further issues have been reported after the event. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. No part was returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).